Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device remains implanted.

Manufacturer narrative:
Cont. E.1. Phone number (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "blackouts and signs of breast implant illness," "implants were withdrawn from the market due to a link with a form of cancer¿ and "silicone leakage evidence."

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photos identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.